Event description:
Information received, indicates the head section will not rise.

Manufacturer narrative:
The technician found the s7 valve was not opening. The technician replaced the s7 valve guide tube to repair the bed.